Event description:
Device 2 of 3. Reference MFR report #s: 1627487-2011-00836 and 1627487-2011-00838. The pt's (B)(6) scs system consists of an ipg, percutaneous lead and lead extension. It was reported that the pt developed an infection at the pocket site. The ipg was reportedly removed, sterilized in isobetadine for 30 mins and reimplanted at a new pocket site. Antibiotics have been administered to the pt as treatment for the infection and a subsequent culture has confirmed that no new or recurring infection is present. All components of the pt's scs system remain implanted. The MFR has advised that the reported recourse taken in this matter is not recommended.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the reported event. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.